Manufacturer narrative:
Manufactures narrative: clinical code: 2262 - cardiogenic shock: in the early morning of (B)(6), the patient developed cardiac tamponade and underwent ECMO. As the situation did not improve, the chest was reopened, which revealed blood leakage from the grafted section of the thoraflex hybrid. Impact code: 4625 - additional surgery: hemostasis was attempted using a hydrofit and ffp was administered by the anesthesiology department, which stopped bleeding. Device problem code: 4074 - endoleaks: site confirmed type b1 leak occurred only in the device concerned. Component code: 4755- part/component/sub-assembly term not applicable. Type of investigation: 4111 - communication/interview: additional information was received (B)(6) 2024; this confirmed the evnt as a type1b endoleak and that there was no seroma near the device. Three boxes of hydrofit were therefore used to achieve hemostasis. (A/w further information) 4117 - device not accessible for testing: device remains implanted. 3331 - analysis of production records: no issues were identified during analysis of production records. 4110 - trend analysis: a 4 year review was performed for leakage > endoleak > type 1 events which gave an occurrence rate of 0.082%. No trends were identified requiring action at this time. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - cause not yet established.

Event description:
Event date: 11 aug 2024. Implant date: (B)(6) 2024. As reported blood leakage from grafted section: on (B)(6), total arch replacement tar (understood to be thrombocytopenia absent radius) using the thoraflex hybrid and bentall using a j graft (japan lifeline) were performed at the same time. On august 6, secondary tevar was then performed using a zenith (cook) on the distal side and a relay-pro (with bare, 28-m3 36 250 36 24 90u) on the proximal side. In the early morning of (B)(6), the patient developed cardiac tamponade and underwent ECMO. As the situation did not improve, the chest was reopened, which revealed blood leakage from the grafted section of the thoraflex hybrid. No leakage was noted from the j graft on the proximal side. Hemostasis was therefore attempted using a hydrofit and ffp was administered by the anesthesiology department, which stopped bleeding.

Manufacturer narrative:
Manufactures narrative: clinical code: 2262 - cardiogenic shock: in the early morning of (B)(6) 2024, the patient developed cardiac tamponade and underwent ECMO. As the situation did not improve, the chest was reopened, which revealed blood leakage from the grafted section of the thoraflex hybrid. Impact code: 4625 - additional surgery: hemostasis was attempted using a hydrofit and ffp was administered by the anesthesiology department, which stopped bleeding. Device problem code: 4074 - endoleaks: site confirmed type b1 leak occurred only in the device concerned. Component code: 4755- part/component/sub-assembly term not applicable. Type of investigation: 4111 - communication/interview: additional information was received 26 aug 24; this confirmed the evnt as a type1b endoleak and that there was no seroma near the device. Three boxes of hydrofit were therefore used to achieve hemostasis. (A/w further information). 4117 - device not accessible for testing: device remains implanted. 3331 - analysis of production records: no issues were identified during analysis of production records. 4110 - trend analysis: a 4 year review was performed for leakage > endoleak > type 1 events which gave an occurrence rate of (B)(4). No trends were identified requiring action at this time. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - cause not yet established.

Event description:
Event date: 11 aug 24. Implant date: (B)(6) 2024. As reported blood leakage from grafted section: on (B)(6) 2024, total arch replacement tar (under stood to be thrombocytopenia absent radius) using the thoraflex hybrid and bentall using a j graft (japan lifeline) were performed at the same time. On (B)(6) 2024, secondary tevar was then performed using a zenith (cook) on the distal side and a relay-pro (with bare, 28-m3 36 250 36 24 90u) on the proximal side. In the early morning of (B)(6) 2024, the patient developed cardiac tamponade and underwent ECMO. As the situation did not improve, the chest was reopened, which revealed blood leakage from the grafted section of the thoraflex hybrid. No leakage was noted from the j graft on the proximal side. Hemostasis was therefore attempted using a hydrofit and ffp was administered by the anesthesiology department, which stopped bleeding.

Manufacturer narrative:
Clinical code: 2262 - cardiogenic shock: in the early morning of (B)(6), the patient developed cardiac tamponade and underwent ECMO. As the situation did not improve, the chest was reopened, which revealed blood leakage from the grafted section of the thoraflex hybrid. Impact code: 4625 - additional surgery: hemostasis was attempted using a hydrofit and ffp was administered by the anesthesiology department, which stopped bleeding. 4632 - prolonged surgery: the site confirmed the procedure was extended. Device problem code: 4074 - endoleaks: site confirmed type b1 leak occurred only in the device concerned. Component code: 4755- part/component/sub-assembly term not applicable. Type of investigation: 4111 - communication/interview: additional information was received 26 aug 24; this confirmed the event as a type1b endoleak and that there was no seroma near the device. Three boxes of hydrofit were therefore used to achieve hemostasis. The patient's total blood loss during the surgery was 7200cc. 4117 - device not accessible for testing: device remains implanted. 3331 - analysis of production records: comprehensive batch review was performed and no issues were identified during manufacture of this device. No causal link has been identified between the event and device. 4110 - trend analysis: a 4 year review was performed for leakage > endoleak > type 1 events which gave an occurrence rate of (B)(4). No trends were identified requiring action at this time. Investigation findings: 3221 - no findings available: due to scans or device not being available for review. The root cause for this event was determined to be no root cause identified. Investigation conclusion: 4315 - cause not established: due to scans or device not being available for review. The root cause for this event was determined to be no root cause identified.

Event description:
Event date: 11 aug 2024 implant date: (B)(6) 2024 as reported blood leakage from grafted section: on (B)(6), total arch replacement tar (understood to be thrombocytopenia absent radius) using the thoraflex hybrid and bentall using a j graft (japan lifeline) were performed at the same time. On (B)(6), secondary tevar was then performed using a zenith (cook) on the distal side and a relay-pro (with bare, 28-m3 36 250 36 24 90u) on the proximal side. In the early morning of august 11, the patient developed cardiac tamponade and underwent ECMO. As the situation did not improve, the chest was reopened, which revealed blood leakage from the grafted section of the thoraflex hybrid. No leakage was noted from the j graft on the proximal side. Hemostasis was therefore attempted using a hydrofit and ffp was administered by the anesthesiology department, which stopped bleeding. This report is being submitted as a follow up 1 for manufacturing report # 9612515-2024-00056 to provide event closure information for tag0027.